Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker had underwent a surgical procedure and was on a ventilator. The local boston scientific field representative reported that the device was observed to be pacing at the maximum sensing rate while the patient was on the ventilator. The device was re-programmed and pacing at the lower rate limit was then observed. There were no adverse patient effects reported. The device remains in service.